Event description:
The customer reported that the insulin pump was displaying a motor error, and when she rewound the device displayed an error. The caller stated that the alarm was cleared, but insulin was squirting out of tubing. The customer mentioned having the error alarm during the manual prime process. Advised the caller revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the error alarms.